Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the intensive care unit. The nurse calibrated the sensor and began insertion. They had a yellow triangle the entire case. When getting ready to stop the case the blue bullseye appeared. They pulled back to get the green arrow and it went back to yellow. The catheter was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event could not be confirmed. The customer returned a vps biosensor stylet assembly. The catheter involved in this incident was not returned. The stylet exhibited no defects or anomalies. The stylet was electrically tested and passed sensitivity, hi-pot, and continuity testing. A device history record review was performed with no relevant findings. No problem was found on the sample. No further action will be taken.